Event description:
It was reported that during a breast biopsy the probe initialized and when they attempted to take samples they were not hearing the cutter rotate or getting any samples back. The case was aborted with no samples taken. The pt will be rescheduled for a later date. During troubleshooting the technician noticed that the dc adapter for the blue cable had broken off.

Manufacturer narrative:
H6: dc motor adapter. Evaluation summary: the analysis site confirmed that the control module's blue dc motor adapter was broken off. To correct the issue the analysis repair site replaced the adapter. The control module was serviced, then functionally tested, and was found to operate properly. The unit passed all qa functional testing and was returned to the customer.